Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to refractive surprise. On (B)(6) 2024, a replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
H6: device history record: DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Correction: no refractive surprise. Lens was removed due to lens tear/break during injection/delivery into the eye. Claim# (B)(4).